Event description:
It was reported the patient developed endocarditis. The device and lead were removed. A temporary lead was placed until the issue is resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.